Manufacturer narrative:
(B)(4). The device was returned with the blade broken off and returned and the remaining portion scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a detached tissue pad. The tissue pad was examined and normal wear was visually seen but the pad was not detached as reported. The device was functionally tested with a generator. During functional testing on gen11 generator, an instrument error was displayed. A probable cause of he device stop activating and display an instrument error is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the tissue pad came apart and fell into the patient. It was retrieved. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.